Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "mental confusion", "temporal/spatial disorientation", "incoherent speech", and was unable to self-treat, requiring third-party treatment of "milk with honey" orally and changed of sensor by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "mental confusion", "temporal/spatial disorientation", "incoherent speech", and was unable to self-treat, requiring third-party treatment of "milk with honey" orally and changed of sensor by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) and poise voltage testing were performed and all results were within specification. No malfunction or product deficiency was identified. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "mental confusion", "temporal/spatial disorientation", "incoherent speech", and was unable to self-treat, requiring third-party treatment of "milk with honey" orally and changed of sensor by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The user reported receiving an error message. The reported issue was investigated and attempted to replicate. The reported configuration was not compatible with the freestyle librelink app. The latest revision of the compatibility guide was available to the customer on the abbott diabetes care website. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error message was reported with the abbott diabetes care (adc) device in use with dg xiaomi, os 13, app version 2.10.1.10406. Customer received a "replace sensor" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness, "mental confusion", "temporal/spatial disorientation", "incoherent speech", and was unable to self-treat, requiring third-party treatment of "milk with honey" orally and changed of sensor by a non-healthcare professional. There was no report of death or permanent impairment associated with this event.